Event description:
Arthritis [arthritis]. Inflammation [inflammation]. Kept her from falling asleep [initial insomnia]. Body temperature 38 degrees c [pyrexia]. Knee swelled bulgingly [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2012, the pt received the second synvisc injection. On (B)(6) 2012, after the third synvisc injection, the pt experienced arthritis and inflammation at night which kept her from falling asleep. On (B)(6) 2012, the pt visited the center with body temperature of 38 degrees celsius. The same day, her knee (right or left unspecified) swelled bulgingly and 90 cc of yellow opacified joint fluid was aspirated. Bacterial cultivation test for joint fluid was performed that was found to be negative and c-reactive protein (crp) value was 4.3 (units and normal range not provided). On (B)(6) 2012, swelling improved a little and the same day arthrocentesis was performed and unk amount of fluid was aspirated. The event of arthritis was assessed as medically significant. The action taken with synvisc treatment was not provided. The outcome for the events of inflammation, kept her from falling asleep, body temperature 38 degrees celsius and joint effusion was not provided. The event of arthritis and knee swelled bulgingly was not yet recovered. Relevant concomitant medication included ketoprofen, loxoprofen sodium hydrate and rebamipide. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and did not provide relationship with all the other events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.